Event description:
Customer reported a hospitalization event from a bent cannula. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 625 mg/dl. He stated prior to the hospitalization, he was feeling sick and vomiting. The customer was treated with insulin by an IV to bring down his blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).